Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the front panel display of the subject device blinked. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the following. Due to a temporary sticking of the light guide detection switch of the output connector, a light guide error was detected, and the error was notified by blinking the front panel display as reported. It was surmised that the temporarily stuck of the light guide detection switch was caused by the aging deterioration or the adhesion of moisture/foreign material. Due to malfunction (sticking) of the mesh turret by the aging deterioration, etc., the turret could not be adjusted within the specified time after starting, and the turret error indicating the turret adjustment failure was notified by blinking of the front panel display as reported. If additional information is received, this report will be supplemented.